Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 133 mg/dl. The customer does not use the sensor feature. They were able to rewind the insulin pump. The discontinuation of the device was advised. Nothing further was reported.